Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call, they woke up at night and they were not feeling well. Customer's blood glucose was 26 mmol/l. Customer then attempted to bolus with the insulin but notice the device was unresponsive, it had a black screen. Customer replaced the battery and the insulin pump remained unresponsive. Customer was advised the insulin pump needed to be replaced. The insulin pump is returning for analysis.

Manufacturer narrative:
Insulin pump power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was monitored for 24 hrs and no blank display anomalies noted. Power connector plug in and locked in place properly. Unit received with cracked case on the back at the battery tube area and battery tube threads. Unit received with faded serial number label. Unit received with minor scratched display window, case and keypad overlay texture damaged.